Event description:
It was reported that two untreated episodes were recorded in (B)(6) and (B)(6) 2024 due to oversensing. Shock therapy was delivered to convert the arrhythmia. In addition, there was an alert in may due to an inappropriate shock delivered due to oversensing when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) review was requested. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the bsc awareness date.

Event description:
It was reported that two untreated episodes were recorded in (B)(6) 2024 due to oversensing. Shock therapy was delivered to convert the arrhythmia. In addition, there was an alert in may due to an inappropriate shock delivered due to oversensing when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) review was requested. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored two untreated episodes in (B)(6) and (B)(6) 2024, due to oversensing. In addition, there was an alert in the remote monitoring system in may due to an inappropriate shock delivered due to oversensing. Technical services (ts) review was requested. Ts noted that the last in clinic follow up in (B)(6) 2024 showed a true ventricular tachycardia (vt) with a successful shock. Ts noted that the events in (B)(6) 2024 are more indicative of noise/artifacts and an in-clinic review would be useful to access postures, isometrics, and if the primary sensing vector may be suitable vector. However, before any troubleshooting was performed, it was reported that the patient passed away at home. There were no allegations that the s-ICD or inappropriate shock contributed to the patient's death. The device was not expected to be explanted post-mortem.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being filed to correct the patient identifier and implant date.

Event description:
It was reported that two untreated episodes were recorded in april and may 2024 due to oversensing. Shock therapy was delivered to convert the arrhythmia. In addition, there was an alert in may due to an inappropriate shock delivered due to oversensing when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) review was requested. No adverse patient effects were reported. The device remains implanted.